Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found a peeled dso seal, and a worn uso seal. Multiple ¿cassette not attached properly¿ alarms were found in the event history log. Functional testing was unable to duplicate the reported problem; however, it was verified in the ehl. It was determined that the dso seal and sensor. The dso seal and sensor were replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device exhibited an error code 45986 and downstream occlusion damage. The product fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.